Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff to a smiths medical portex® soft seal® cuff tracheal tube was noted to have pressure instability. There were no reported adverse effects.